Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with two bent infusion set cannulas. The patient's blood glucose exceeded 500 mg/dl during one of the bent cannula incidents. The patient's blood glucose went as high as 574 mg/dl. Troubleshooting was declined for the high blood glucose and bent cannulas. The customer had treated their hyperglycemia and their blood glucose was good at the time of call. The insulin pump was not returned for analysis.